Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up. Upon interrogation, the pulse generator exhibited high impedance measurements on the atrial channel. A connector issue was noted, the atrial lead was not fully inserted into the connector. No intervention or patient symptoms were reported.